Manufacturer narrative:
The insulin pump was received with a cracked case at the lcd window corners, minor scratches on the lcd window, a cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, broken belt clip slot, and a loose/tilted drive support disk. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there were many cracks and scratches around the insulin pump's display window, and that the display was worn. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.